Manufacturer narrative:
The software investigation found that the reported event was unrelated to a software issue. The software functioned as designed.

Manufacturer narrative:
Patient information was requested, but not provided. A medtronic a medtronic field service engineer (fse) visited the site and found a loose connection on the atp board. He reconnected the atp board and verified system functions as intended. Issue resolved.

Event description:
A medtronic representative reported that during a surgery utilizing the o-arm 1000 system, they received an "early termination" warning message when taking a 3d image. It is not known how surgery proceeded. A delay of less than an hour was reported due to this issue. No patient harm was reported.